Event description:
Dialysis pt, left vein declot, amputee (both legs), used angiojet (aj) for thrombus removal, ballooned, aj used again, fogarty cath 2x, ballooned again. Pt had to burp 2x, then gurgling, pt seizured, hr to 34/35. Atropene given, hr increased. Pt alive. Dr thinks coincidence, not aj related. Unknown if pt has any history of seizures.